Event description:
It was reported that during a follow up in clinic, an error message was noted and the device was unable to be programmed. Abbott technical support was contacted, the firmware and software of the device were updated, and the device was successfully programmed. The patient was in stable condition.